Event description:
It was reported the patient¿s surgeon was ¿having trouble¿ getting their lead out. It was stated the lead was ¿removed successfully.¿ the patient¿s surgeon was noted to have inquired whether the device could be cut and partially abandoned and allow the patient to undergo mris normally. Additional information stated the lead removal was therapy-related as the patient ¿had coverage, but it did not help his pain.¿ it was noted there was no patient injury and the patient ¿recovered without sequelae.¿

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 355531, lot # n326130, product type screening; device product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).